Manufacturer narrative:
The returned device was evaluated and no product defect or mfg deficiency was found. An air bubbles, equal to 6-8 insulin units in size, was found in the insulin reservoir. This most likely occurred during the fill process. User error is therefore considered to have contributed to the reported hyperglycemia. The omnipod user guide warns: "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery", and "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery", and cautions "avoid using insulin from more than one vial, which may introduce air into the syringe". Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she has been having blood glucose for three days. She reported the following history for (B)(6) 2013. Time: 7;51 am, bg (mg/dl): 115; 8:44 am, 123; 10:58 am, 314, (went to the gym); 11:55 am, bolus (u) 2.70; 12:24 pm, 244, 0.15; 1:14pm, 194, 4.10; 1:35 pm, 194, cho (g): 41, 4.40; 3:18 pm, 233, 2.15; 3:24 pm (temporarily increased basal by 75%); 4:24 pm, 215, 0.50; 5:39 pm, 217, 1.15; 6:52 pm, 186, 0.60; 7:18 pm, 180, 0.20; 7:28 pm, 45, 5.75; 8:48 pm, 247, 2.0; 9:39 pm, 260. At 9:50 pm, the rod was deactivated. She did not observe any issues when it was removed.